Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, bruising and rash were noted around the implant site. The device was also burning the patient. It was also reported that the device was sticking up but not through the skin. Furthermore, the patient complaint of pain that impacts ability to sleep. The field representative validated that the patient presented to the hospital with swollen pocket and rash, but the device did not come through the skin and did not migrate. There were no additional adverse patient effects reported. The rv lead was explanted.